Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report is filed july 28, 2016.

Manufacturer narrative:
This report is filed april 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 7, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the date device returned to manufacturer is, 08/01/2016; not 07/28/2016 as previously reported. (B)(4).